Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 200cc mentor memorygel breast implant experienced left-sided implant rupture and left-sided grade IV capsular contracture postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with like device, catalog # 3502001bc, on (B)(6) 2020.

Manufacturer narrative:
Mentor received additional event information that the suspect medical device has been discarded. Since the complaint device has been discarded, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).